Event description:
Contact reports that one setscrew became disengaged from head of the pedicle screw. Setscrew was found free floating upon x-ray. Contact reported that during the initial placement of the setscrew in january, the tip of the tightener was broken off inside the setscrew. The driver tip was left in the setscrew at that time. The setscrew was at the end of the construct. As surgical intervention was required, an MDR is filed to document this event. Device 1. See also 1526439-2010-00074.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.